Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that she had ¿stuff¿ from the manufacturer in her neck, and had to have it taken out, because ¿it alm ost killed her.¿ the manufacturer's representative was contacted regarding the neck issue and stated he had no idea what that was. The manufacturer's representative was not aware the patient had any kind of device in her neck. The healthcare professional (hcp) was also contacted about the neck issue and the hcp replied that she had no idea what the patient was referring to. The patient did not have anything in her neck. The hcp noted the patient ¿did tend to exaggerate a little.¿ no symptoms or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.